Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a "battery cannot be charged, back-up may not be available" error message on the perfusion system. The device was not changed out, as they were able to finish the case with the system. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. After the case, the field service rep (fsr) asked the perfusionist (ccp) to power on and off. The error message still came up. The fsr replaced the power supply in the perfusion system. The unit operated to MFR specs and was returned to clinical use. The suspect power supply was returned to the MFR for further eval.